Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was previously treated with an everflex + in the right sfa ((B)(6) 2013). Revascularization was performed with an evercross pta catheter (4 x 150mm) and two in.pact admiral debs ((B)(6) 2014). Restenosis of the right sfa was treated with pacific and inpact pacific balloons ((B)(6) 2016). Occlusion to the right sfa ((B)(6) 2017), and was treated with 1 evercross balloon and non-medtronic deb and stenting.